Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had some issues with the serter not releasing the sensor. The customer¿s blood glucose was 404 mg/dl. The customer stated that the issue was resolved. The product was not returned for analysis.